Event description:
During transport, baxter three channel IV pump failed. Pt was on two drips, most importantly, magnesium sulfate. IV was changed to a second pump and the rest of the trip was uneventful.